Event description:
During an atrial fibrillation procedure, the patient's blood pressure rapidly dropped during ablation. (B)(6) ice and medtronic pulse select catheters were in the body at this point in the case and code was called. After an hour and a half of attempted resuscitation the patient was pronounced dead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).